Event description:
It was reported that the patient experienced pain at the ipg site and had inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned.

Manufacturer narrative:
Exact date unknown, event occurred over a year ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 14754796.